Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault information and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction alarm did not recur after reset, and was instructed to continue using pump and call back if any further alarms occurred, with no additional information received regarding any further outcome.